Event description:
The following event was reported to implantcast gmbh: "some of the pe - trial codes of these instruments (such as the code 02253652), through the use of all these years, have been damaged. And during the surgery, some plastic leftovers remain in the patient. As a result, we need to replace all the damaged pe - trial codes of these instruments. We will not send back any of the old codes. Maybe in the future a medical or surgican intervention may be required for some of the patients." On 06/23/2026, implantcast gmbh received an image showing the amount of wear on several trial inserts and a table listing more instruments which were replaced due to signs of wear. However, the ref/ lot numbers cannot be determined based on this picture alone. Therefore, an allocation is not possible and further information must be received.

Manufacturer narrative:
The implantcast gmbh was initially informed about five trial inserts being damaged, since they were used for a long time. Additionally, it was reported that plastic particles may have entered patients during surgical procedures due to the described damages. It was further stated that, in some cases, there is a possibility that affected patients may require revision surgery in the future. During the investigation, implantcast received images showing a greater number of trial inserts than initially reported. At the time of writing this report, insufficient information is available regarding these additional products. Furthermore, it cannot be determined if the initial reported products are shown on these images or which of them may be the ones on the images as no ref/ lot numbers are visible. Based on these images it can only be determined that the wear / discoloration on these products is very severe on all products. In the case of further received information, a follow-up report will be generated. One image provided to implantcast gmbh showed several trial inserts exhibiting significant signs of surface wear, including scratches and discoloration. These observations may be attributable to prolonged use of the products, as well as the reprocessing and cleaning procedures performed after each surgical procedure. Since the lot numbers of the products are not visible on the provided picture, it is not possible to check the manufacturing documents. The instruction for use and the surgical technique were checked. They did not show any errors. Additionally, the document "exclusion criteria for usability for the instruments" is checked. Several examples of instruments are shown which tell whether an instrument should no longer be used. This document is available for all users. Within this document the error patterns "strong signs of wear and tear" and "alteration of the surface" is clearly shown as exclusion criteria. In conclusion, the remaining particles is clearly rooted to a usage problem of the products. The provided images show that the products all present a severe grade of wear, probably due a long usage time and several sterilisation cycles after each usage. These products clearly should have been disposed of and no longer be used as it is stated in the exclusion criteria. This event was assigned to the error patterns "remaining of instruments in the body" and "change of surface" in the associated risk management.